Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent migrated. The lesion was 80% stenosed, non tortuous and a moderately tight lesion. They were stenting the rv branch off the right coronary artery. They went in with a unknown size taxus stent and deployed it in the ostium distally. The stent migrated and was not in its intended location after deployment. The physician felt that the "balloon migrated." The physician went in with an unknown stent proximally and deployed so it overlapped to cover the lesion. Space open. The procedure was completed with this device. No patient complications were reported and that patient's status is unknown.